Manufacturer narrative:
The log file of the affected device was made available and analyzed. Based on the log file analysis, the reported ¿stop of ventilation¿ could not be confirmed. However, the log file shows two consecutive restart events of the cockpit on the (B)(6) 2023 between 01:27 p.m. And 01:30 p.m.. The root cause of the restarts was most likely a faulty hard disk drive. The main function of the device - the ventilation - was not affected by that issue and was being continued as set until the user switched the device into standby at 01.37 p.m.. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a restart of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. After successful completion of the cockpit restart, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. In the current event, the device reacted as specified and generated corresponding alarm messages to alert the user of the situation. Replacing the hard disk drive of the cockpit is recommended. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a shutdown during ventilation. The customer has since performed device checks and ventilation checks with no issues. There were no patient health consequences reported.